Event description:
It was reported that prior to an unspecified procedure, inaccurate rotational speed readings were noted. During preparation of the rotablator rotalink plus 1.50mm outside the patient's body, the rotational speed was set at 80,000 rpm; however, the physician noted much faster rotational speed output. The procedure was successfully completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the body shell of the catheter unit was returned separated from the catheter unit. The catheter body was replaced on the catheter unit. Visual examination of the fiber optic cable revealed no issues. Microscopic examination of the trimmed ends of the fiber optic elements confirmed that the trimmed ends were clean and clear, no issues were noted. A tug test was performed to examine the integrity of the connection and no issues were noted with the unit's handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire, no issues were noted. The rotablator plus unit was wet tested, the unit did not reach any speed. The handshake of the advancer was seized and would not rotate. The advancer unit was dismantled and a melted ultem was evident. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation of the device. There were signs of corrosion on the turbine. When saline solidifies it can cause corrosion in the turbine housing of the advancer unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been attributed to user/use error because the device was not used in accordance with the dfu. The dfu states 'never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer'. (B)(4).

Event description:
It was reported that prior to an unspecified procedure, inaccurate rotational speed readings were noted. During preparation of the rotablator rotalink plus 1.50mm outside the patient's body, the rotational speed was set at 80,000 rpm; however, the physician noted much faster rotational speed output. The procedure was successfully completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
(B)(4).